Event description:
It was reported that the wheel broke as the end user attempted to sit on the rollator. The end user allegedly fell and hit their head. The extent of the injury is not known, however, no medical intervention was reported.